Event description:
The pt was having an arteriogram, atherectomy, and angioplasty of the superficial femoral artery. The silverhawk catheter would not turn off after removing the device from the patient. A different driver was tried without change. A second atherectomy catheter was put on the field and used without changing driver with no issues.